Manufacturer narrative:
The investigation is ongoing. Upon completion of the investigation, a supplemental report will be filed.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 200cc's. Blood leaked through the dialyzer membranes. Blood test strips were not used. No medical intervention was required; the pt did not have any adverse effects. Sample is available.